Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 05nov2024 through 21nov2023. Low flow hazard alarms were captured on 16nov2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, respiratory failure, and renal failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU address pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested to look further into the low-speed advisory alarms from (B)(6) 2024. The site had concern for a suction event. Log files were reviewed, and it was stated that the event log file contained various set speed and low speed setting changes between 1:45pm to 2:05pm on (B)(6) 2024 causing low speed advisory alarms. Prior to the set speed changes, the log file recorded the onset of low flow hazard events. The alarms resolved once the set speeds were returned to their original setting. The low flow readings did not appear to be the result of any external equipment malfunction. The log file also contained additional set speed changes and a single pulsatility index (pi) event just prior to the data download on (B)(6) 2024. It was communicated on (B)(6) 2024 that the speed change was performed because the patient was hypotensive due to tracheal and gastrointestinal bleeding. It was confirmed that the only reason for concern for a suction event was the low-speed advisories. The patient was in fair condition. They remained on a ventilator and on hemodialysis in the intensive care unit. There was a plan for long-term acute care at discharge. The bleeding was treated with blood products, cessation of anticoagulation, and a bronchoscopy was performed with epinephrine at bleeding site. The patient continued with no anticoagulation. It was stated that renal failure did not exist prior to pump implantation, and it was unknown whether it was thought to be device related.